Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited an insulation abrasion. The lead was capped and replaced. There were no adverse consequences for the patient.